Event description:
Reference number (B)(4). Event occurred in the united kingdom. It was reported that the patient faced an event of low blood glucose level on (B)(6) 2024. Blood glucose level was 55.8mg/dl at the time of the event. Patient first went to emergency room and later was admitted to hospital. Duration of hospital was for 1 hour. Patient took carbohydrates for the treatment. No further information was available.

Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends are picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure. Unomedical hereby submits this supplemental report as part of its complaint remediation activities conducted under a corrective and preventive action (CAPA) /FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged based on the review completed on 21-jan-2026 and investigation completed on (B)(6) 2026 this medical device report (MDR) is being submitted as the initial report. Additional information - this medical device report (MDR) is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary complaint investigation results: review of complaint record database (B)(4) event description and all available information and assigned malfunction codes insulin overdosing due to priming set up not followed information it has been determined the complaint does not allege a product malfunction has occurred. Requests for lot specific information were sent to the customer but were unable to be provided. Therefore, no further investigation is required. Conclusion of complaint investigation: lot was not provided and as a result: no visual inspection is required as no product malfunction alleged while used as intended, and not possible as no product has been returned. No product testing is required as no product malfunction alleged while used as intended, and not possible as no product has been returned. No further assessment will be made regarding potential product performance issues, component integrity, or manufacturing defects. Corrective and preventive action (CAPA) determination: based on the available information, no further investigation is required nor CAPA plan is needed. The record will be closed and monitored through tracking and trending monthly trips and alerts. Root cause of problem: n/a - this complaint did not require escalation to CAPA, therefore no further root cause investigation has been completed. Corrective action as a result of the investigation: n/a - this complaint did not require escalation to CAPA, therefore no CAPA plan is available. Summary conclusion: based on the available information, the investigation has been performed, and the complaint could not be confirmed as analyzed. Therefore, the complaint is closed based on the event description and all information made available.